Event description:
It was reported that during routine maintenance, it was discovered that the foot pedal device had ¿cuts in cord¿. It was unknown to the reporter if the wires were exposed. There were no delays to a scheduled surgical procedure. It was unknown if there was a spare device available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be due to mishandling of the device by allowing the cable to come in contact with a sharp object which cut the cable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report was originally submitted on (B)(4) 2014 and failed submission. It was resubmitted on (B)(4) 2014.